Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. Device evaluated by MFR: device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the radial artery. The 95% stenosed, 14x2.5mm, eccentric, de novo target lesion contained <=45 degree bend and was located in the moderately tortuous and moderately calcified mid left anterior descending artery (lad). After a 3.5 6f ebu guide catheter was placed, a non-bsc guidewire was advanced to cross the lesion. Subsequently, a 2.25 x 32 synergy¿ drug eluting stent was selected for use and advanced to treat the target lesion. However, the physician encountered resistance while advancing the device through the guide catheter. The physician took out the device and noted that the distal tip of the stent was frayed. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. This product is only ous approved but it is similar to an approved u.s. Device.